Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that alaris tubing #2420-0007 separated during priming on the central medical unit. The clinician stated they pulled to hard on the tubing while priming. This occurred years ago and the tubing was not saved.